Manufacturer narrative:
(B)(4).

Event description:
This lead was capped because the physician was unable to get a good position of the lead and the patient was not responding to crt therapy. The physician decided to go with an epicardial lead to improve the patients numbers. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.